Event description:
The external portion of the PICC was lopped 2 times and covered with tegaderm tape just below the disc. The baby was agitated and flailing quite a bit, when the nurse noticed the PICC line had broken just below the strain relief. The PICC was immediately removed from the baby.

Manufacturer narrative:
Received one used returned sample. The used returned sample was received in a miscellaneous plastic bag. The used returned sample consisted of the molded junction with a small portion of catheter tubing extending out of the oval disk. The tubing was in the correct mfg location extending out of the oval disk. The molded junction had a miscellaneous injection site attached. The used returned sample was visually examined with microscopic enhancement. It was observed, the area of separation of the catheter tubing had jagged edges where the failure (breakage) occurred. Breakage (failure) was confirmed with the used returned sample for investigation. The jagged edges of the catheter tubing at the area of separation indicated misuse/mishandling in the user environment. A corrective action will not be taken at this time since it was confirmed by the evidence with the used returned sample received for investigation, the failure (breakage) was caused by misuse/mishandling in the user environment. First PICC catheters are 100 percent inspected throughout the mfg process and are 100 percent pressure tested (flow/leak) to ensure that the catheter has no leaks or occlusions prior to acceptance. A defect of this type failure (breakage) as revealed, would be identified at this stage of the process and discarded/scrapped. This catheter was flow/leak tested per specs, at the time of manufacture, and passed. The user is cautioned; use a 10ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter.